Manufacturer narrative:
Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported lifelong anticoagulants/inr testing and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. The following allegations have been investigated. Tilt, vena cava (vc) perforation, filter thrombus, embedment, lifelong anticoagulants/inr testing and physical limitations. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information has been provided at this time.

Event description:
Patient allegedly received an implant via the right femoral vein due to pulmonary embolism. In addition, two unsuccessful percutaneous retrieval attempts were made. Patient is alleging tilt and embedment. The patient further alleges "need to be on and pay for warfarin, and now eliquis for rest of life. And needed inr [internal normalized ratio] testing every 4-6 weeks for number of years & needed bridging for subsequent surgeries. Needed to stop skiing and biking for fear of head injuries." The patient also alleges limitations with "snow skiing, mountain biking, road biking" and is limited to "only walking, and swimming." Per retrieval report (attempted): "inferior vena cavagram performed prior to planned inferior vena cava filter removal demonstrates a moderately large thrombus trapped in the inferior vena cava filter. The filter was left in situ." Per retrieval report (attempted): "an 11-french coaxial assembly for retrieval was advanced over the guidewire to the ivc filter. Initial attempts to engage the laterally directed ivc filter apical hook with an amplatz gooseneck snare were not successful. Attempts were made to free the retrieval hook from the lateral caval wall with a pigtail catheter and subsequently a simmons-I reverse-curve catheter. However, the filter apex would not budge." "Inferior vena cavagram demonstrates interval resolution of previously noted clot within the ivc filter. However, the filter apex remains tilted towards the right lateral caval wall, and a stabilizing filter strut remains positioned laterally within the inferior left renal vein orifice. 2. Several attempts to engage the filter apical retrieval hood were frustrated by presumed adherent endothelialization." Per report from CT (computed tomography): "there is an IV caval filter present, slightly angulated with tines extending beyond the wall into the adjacent retroperitoneal fat, unchanged since the prior examination."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2008". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.